Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, the set screw was removed from the device header. Once the device was explanted, the set screw could not be tightened into the header of the explanted device and the set screw could not be removed from the screwdriver. The device was replaced and the patient was stable.